Manufacturer narrative:
Batch review performed on 19 september 2023. Lot 162277: (B)(4) items manufactured and released on 05-july-2016. Expiration date: 2021-06-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient came in reporting pain and instability. Upon physical examination, the surgeon determined the joint was loose in flexion and extension and the cause is unknown. The surgeon revised the liner (11 to 13 mm) and the surgery was completed successfully.